Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a case started out as a hysterectomy but converted to a laparoscopic cholecystectomy, ec60a locked up and wouldn't work. There is no further information available about the event. Case completed with another device of the same product codes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r59e0r. The analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the ec60a device lock-out (no staples deployed and no cut line started)? Yes, it just completely locked up. Or, was the ec60a device locked on tissue with the jaws closed? No. If yes, how was the device removed? It was just taken out. Did the jaws eventually open? No. Also, can you please explain why there was a conversion in procedure from a hysterectomy a laparoscopic cholecystectomy? It was converted to an open colectomy, not a lap chole. Was this procedural conversion a result of product issues? No.